Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The patient reported red irritation from skin stripping caused by the tape collar above his stoma. He reported that the event happened because he had to change his pouch daily for about the past week related to issues in order to get a good seal. He also reported that the conforming seal was not adhering to his skin as expected so he decided to use just the wafer. After using just the wafer, he noted that the adhesive mass melted away around the stoma after about one day of wear leaving a thin plastic sheet over where the barrier melted away. He had been treating the reddened skin stripped area with laxative powder and trimmed the tape collar portion away to allow it to heal, he noted that the skin was improved and continued to use the product. No photo was available at this time.